Event description:
The manufacturer representative (rep) reported that the patient's impedances were measured prior to a MRI and it was found that there was a short with contacts 2 <(>&<)> 3 on the right side. The patient was not programmed on this combination and there were no associated symptoms. No actions or interventions occurred. The cause was not determined and the short was not resolved. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.